Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 10-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (380 mcg/day, unknown concentration) via implanted infusion pump indicated for cervical spondylosis. It was reported that on (B)(6) 2024, the patient complained that walking became a little difficult so an MRI was performed. There was a compression point at the lumbar vertebra level and fluid-like accumulation in the epidural space was confirmed. The decompression surgery was scheduled for (B)(6) 2024. On (B)(6) 2024 it was further reported that the liquid-like substance was thought to be spinal fluid, but was unclear. It was reported that the causal relationship to procedure was unknown. It was reported that there was no causal relationship to the drug, pump, catheter, and programmer. The patient's medical history was unknown. It was reported that the fluid accumulation in the epidural space recovered.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via a foreign healthcare provider (hcp) via a distributer (dist). It was reported that it was asked, but unknown if the fluid accumulation was related to a cerebral spinal fluid leak or seroma. The implant date of the catheter was 2023-nov-06. The cause of the fluid accumulation and the patient's walking difficulties was asked, but unknown. It was unknown if the device, therapy, or nuance unique to the device procedure was causal or contributory with respect to the fluid accumulation. It was unknown if the fluid accumulation and the patient's walking difficulties resolved.